Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
No patient sample or reagent was provided for investigation. A retained file reagent of (B)(6) complaint lot was tested in a (B)(6) setup. Results of this setup did not implicate that the performance of the lot is (B)(6) impacted. (B)(6) replicates of each of the two (B)(6) panels (core only panel (panel a) and ns3 only panel (panel b)) were tested. Panels are internal measurement standards used to test product performance prior to lot release. The (B)(6) panel values met specifications and the results were in the typical range and no false non-reactive results were obtained. In addition, the clinical (B)(6) was evaluated by testing two commercially available seroconversion panels ((B)(6)). The seroconversion panel results were compared to (B)(6) test results provided by (B)(6). The reagent detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on these data it was shown that the (B)(6) performance is not adversely affected. In addition a review for non-conformances and deviations associated with the affected reagent lot was performed. This review did not identify any non-conformances or deviations. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. The (B)(6) reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Event description:
The customer stated that (B)(6) were generated on a (B)(6) year old patient. The sample was tested on another analyzer and (B)(6) results of (B)(6) were generated. There was no report of impact to patient management.